Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely tortuous and severely calcified right coronary artery. A 4.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, the balloon ruptured due to calcification. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.